Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests. Reporter reported results were 336 and 141mg/dl. Reporter did not have any symptoms. A control solution test of 125mg/dl was in range. No harm was alleged. Attempts to contact the reporter for add'l info have not been successful.